Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had overcorrected and the blood glucose (bg) dropped to 60 mg/dl. Chocolate milk and glucose were consumed to address the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.